Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.50x12 synergy ii drug-eluting stent was selected for use to treat the lesion. However, during preparation when the stent protector and mandrel were removed, the stent was not on the balloon and was found in the stent protector. The procedure was completed using another 3.50x12 synergy stent. No patient complications were reported.